Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was in backup mode, caused by an interaction with the remote monitor. The device was successfully restored. The patient was asymptomatic and in stable condition.